Event description:
It was reported that the pump had a chemo leak. The nurses had been unable to determine the exact source of the leak. For the infusion, a 250 ml cadd cassette, a cadd extension set with an in-line filter, and a texium connector had been used. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: five photos were provided. The sample involved with the complaint was not returned and functional testing was not able to be completed. It was not possible to identify the failure from the photos provided. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. If a sample is returned at a later date, the complaint will be reopened and an investigation will be completed.